Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was not reproduced. The reported symptom of pump "turns off randomly" was confirmed through review of the event history log by the presence of several "improper shutdown!" Messages in the log. An "improper shutdown!" Entry indicates all power sources were unexpectedly removed from the device; however, it cannot be determined if these are due to pump malfunction or a user caused event. Evaluation found the device could not be powered on using a dc power source due to depressed battery contact pins. These depressed contact pins may have led to an intermittent power connection. The rear case was replaced to correct this condition. (B)(4).

Event description:
It was reported that a spectrum pump "turns off randomly." It was also reported there was no patient involvement.